Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had a prime/fill anomaly. Customer's blood glucose was 142 mg/dl. The customer stated that insulin is squirting out during the manual prime. Customer was advised to hold down act until receive 2nd series of beeps nor did numbers appear on the screen. The customer stated that they did not received 2nd series of beeps nor did numbers appear on the display. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor. The insulin pump received with cracked case at display window corner and cracked reservoir tube lip.